Event description:
It was reported that a caster fell off the bed during transport due to a broken caster stem. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.